Event description:
On 11th december 2023, getinge became aware of an issue with one of our transporters 114061bn transporter tilting/washable used with 115010a0 - universal table top. As it was stated, following the emergency cesarean section, the unintended movement of the operating table top into the trendelenburg position (around 15-30 degrees) occurred during the transfer of the table top from the column onto the transporter. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top with a patient, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our transporters 114061bn transporter tilting/washable used with 115010a0 - universal table top. As it was stated, following the emergency cesarean section, the unintended movement of the operating table top into the trendelenburg position (around 15-30 degrees) occurred during the transfer of the table top from the column onto the transporter. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top with a patient, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and, thus was also directly involved with the reported incident. As no malfunction with the transporter was found, it was considered that the getinge device was up to the specification. A review of the received customer product complaints revealed that there were no serious injuries to a user nor to a patient or operator when this particular issue occurred. The complaint investigated herein is a single and isolated case. The affected getinge devices have been evaluated by the company¿s service technician. The technician could not find the problem with the abrupt movement. The recommendation to withdraw the devices from use was shared with the customer. The transporter and table top were removed from usage due to age and safety reasons. The affected getinge transporter was manufactured on 03/21/1996. The review of the customer product complaints database revealed that in the past there were no customer product complaints related to the issue with unintended movement reported for the investigated device. In summary and as a result of the performed root cause evaluation, it was concluded that the unintended movement of the operating table top into the trendelenburg position during the transfer from the column onto the transporter could be related to wear and tear resulting from the device¿s age as the transporter was in use for over 27 years, however, as no malfunction could be confirmed on site by the getinge service technician and the movement could not be duplicated, the root cause of the issue occurrence remains impossible to define. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, d1 brand name, d4 version or model #, d4 catalog #, d4 serial #, d11 concomitant products and h4 device manufacture date fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 11th december 2023 getinge became aware of an issue with one of our table tops - 115010a0 - universal table top used with 114061bn transporter tilting/washable. As it was stated, following the emergency cesarean section, the unintended movement of the operating table top into trendelenburg position (around 15-30 degrees) occurred during transfer of the table top from column onto the transporter. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top with a patient, was to reoccur. Corrected b5 describe event or problem: on 11th december 2023, getinge became aware of an issue with one of our transporters 114061bn transporter tilting/washable used with 115010a0 - universal table top. As it was stated, following the emergency cesarean section, the unintended movement of the operating table top into the trendelenburg position (around 15-30 degrees) occurred during the transfer of the table top from the column onto the transporter. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top with a patient, was to reoccur. Previous d1 brand name: universal table top corrected d1 brand name: transporter tilting/washable previous d4 version or model # 115010a0 corrected d4 version or model # 114061bn previous d4 catalog # 115010a0 corrected d4 catalog # 114061bn previous d4 serial # (B)(6). Corrected d4 serial #(B)(6). Previous d11 concomitant products: 114061bn transporter corrected d11 concomitant products: 115010a0 - universal table top previous h4 device manufacture date: 12/01/1995. Corrected h4 device manufacture date: 03/21/1996.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 11th december 2023 getinge became aware of an issue with one of our table tops - 115010a0 - universal table top used with 114061bn transporter tilting/washable. As it was stated, following the emergency cesarean section, the unintended movement of the operating table top into trendelenburg position (around 15-30 degrees) occurred during transfer of the table top from column onto the transporter. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the unintended movement of the table top with a patient, was to reoccur.